Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be that an error had occurred, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an unspecified error. The batteries were removed and reinserted and the pump restarted. Medication delivery with run screen was confirmed; however, the alarm would return when the pump cycled. The rate was 50ml/24 hours, reservoir volume 62ml, and 38.05ml given. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.